Event description:
Pt required an urgent c-section due to arrest of cervical dilatation. Spinal for anesthesia performed. Pt with some patchy sensation. Additional anesthetic needed. Anesthesiologist states that it had good placement.